Manufacturer narrative:
The lot number was provided for the malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 1859600 implantable port allegedly experienced a suction problem and was unable to aspirate. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.